Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap salpingectomy event description: [hospital] just had a different tech tell me the bag isn't cinching closed. He said there¿s been several over the past couple weeks. I¿ll be here monday and tuesday for cases. Additional information received from [name] via email on 19aug2024: tech told me he pulled bag tight with specimen in it. It partially opened prior to extraction. Tube fell out. Had to re-insufflate to find tube. No clinical impact to patient. Grasper used to put tube in bag. The product is not available for return. Additional information received from [name] via email on 22aug2024: they had to reinsufflate and find the specimen, re-bag and remove. The actuator was able to be fully retracted. Intervention: they had to reinsufflate and find the specimen, re-bag and remove. Patient status: patient not affected

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level. [Correction] the brand name in section d1 and the primary UDI number in section d4 have been updated.

Event description:
Procedure performed: lap salpingectomy. Event description: [hospital]. Just had a different tech tell me the bag isn¿t cinching closed. He said there¿s been several over the past couple weeks. I¿ll be here monday and tuesday for cases. Additional information received from [name] via email on 19aug2024: tech told me he pulled bag tight with specimen in it. It partially opened prior to extraction. Tube fell out. Had to re-insufflate to find tube. No clinical impact to patient. Grasper used to put tube in bag. The product is not available for return. Additional information received from [name] via email on 22aug2024: they had to reinsufflate and find the specimen, re-bag and remove. The actuator was able to be fully retracted. Intervention: they had to reinsufflate and find the specimen, re-bag and remove. Patient status: patient not affected.